Event description:
Lead was removed and replaced after dislodgement due to the pt twiddling the ICD. Explanted leads were discarded. The lv lead and the ocd were re-used and not explanted. Also explanted: setrox s 45, MDR 1028232-07-0032.